Event description:
It was reported that the wake button on the pump was extremely difficult to press and required multiple presses in order to turn the pump screen on. As a result, the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit (ICU) on two separate occasions in (B)(6) 2025 although the customer was unable to provide the specific dates. Blood glucose (bg) level due to the issue was unknown but alleged "less than 1000 mg/dl", but the customer did have a high ketone level that was deemed life threatening by the healthcare provider. The customer was treated with intravenous fluids of saline and insulin to address bg. Treatment resolved with no permanent damage to the customer and the customer was released from the hospital 3-4 days later although a specific date was not provided. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.